Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that 4 months after the dental implant was installed in patient's mouth it was verified its loss of osseointegration. Patient had bone type iii and presented infection.